Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she had been hospitalized twice due to low blood glucose. The first time had been about 5 years prior and the second time was (B)(6) 2015. The customer did not recall the blood glucose reading at either event. At the first event, the customer had passed out, and the paramedics were called. At the second, she thought she had a stroke. The customer was unsure of the cause of the low blood glucose and stated that the insulin pump was set differently at the time of the events and after the second, the doctor changed the settings and no additional low blood glucose issues had occurred. The customer declined troubleshooting.